Event description:
The customer contacted stryker to report that their therapy cable was faulty. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device was, subsequently, returned to the customer for use. The cause for the reported issue could not be determined.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their therapy cable was faulty. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.